Event description:
Procedure type: according to the reporter: the scrub nurse performed the assembly sequence, however, the adapter did not recognize the reload. When she attempted to unload the reload from the adapter, it was not possible to unload it. The tip of the reload had broken in the distal end of the adapter. This incident occurred during preparation and there was no patient involvement.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported conditions for this incident were that the sulu was broken, the reload was not recognized, and the device was difficult to unload. The sulu adapter was broken off and was received stuck in the distal end of the adapter housing. There was damage to the adapter unload button and the housing. There was damage to the distal end of the firing rod. The handle switch block was biased to the left. No additional visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 46 autoclave cycles for both the handle and the adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. When the switch block was biased left the rotation knob displayed a hang-up in the clockwise direction. The adapter was disassembled to remove the broken sulu adapter. The broken sulu adapter was removed and the adapter was reassembled. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two white status lights illuminated indicating fewer than 5 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Two white status lights illuminated indicating fewer than 5 surgeries remaining on the adapter. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. When the switch block was biased left the rotation knob displayed a hang-up in the clockwise direction and the device rotated on its own. The pmv endo gia* 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, and opened/closed properly and without difficulty. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken sulu adapter and the reported conditions of sulu broken and difficult to unload were confirmed. An unrelated secondary condition of uncontrolled rotation was observed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the uncontrolled rotation failure mode displayed an increased trend and a product improvement was implemented. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Engineering determined the switchblock was biased to one side in relation to the front handle which creates a binding condition between the rocker assembly and a boss feature in the front handle. (B)(4).

Manufacturer narrative:
(B)(4).